Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event descripotion provided states that the rayone emv rao200e iol entered the eye in the wrong configuration (upside down). The surgeon made efforts to reposition the lens; however, was unsuccessful and therefore explanted and exchanged the iol within the original surgery session. No patient harm/injury is reported. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Orientation can be corrected during injection. The rayone hydrophilic IFU includes a specific instruction within the "use of rayone" section "fig 7" it states "in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". User behaviour can influence the orientation of the lens e.g., removing the injector from the blister tray prior to insertion of ovd/flap closure (deviation from the IFU) can change the position of the lens within the cartridge. Too little, or no ovd can lead to misalignment of the lens and in a very small number of cases (estimated to be less than 2%), a failed or damaged injection. It should also be noted that injecting ovd into any other part of the rayone injector (e.g., including directly into the nozzle tip) is not described in the IFU and could cause the iol to become misaligned and/or lead directly to injection issues. Using the correct amount of ovd (equivalent to approximately 0.3ml) ensures that enough force is generated to mechanically move the iol down into the bottom of the chamber ready for folding. The cause of the lens entering the eye "upside down" cannot be established from the limited evidence and information available.

Event description:
On 15th march 2024, rayner received notification from a us healthcare facility of an event that occurred during implantation of a rayone emv rao200e. The event description provided states that the lens unfolded in the eye in the incorrect orientation (upside down). The surgeon made efforts to reposition the lens; however, was unsuccessful and the lens was subsequently explanted and exchanged.